Event description:
It was reported that the patient presented to the emergency room. The patient was violently vomiting and during this time, the implantable cardiac monitor migrated out of the pocket. Infection was noted. No additional information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the reason the patient had presented to the emergency room was due to an unrelated event. The patient was stable.